Event description:
1/2 cc of air was injected into the right pulmonary artery. This account is using a ct900 injector and reports that they are following a process to purge air from the line before hooking to patient and delivering injection. Customer is unsure of where the air was introduced into the system. A field service engineer will evaluate the injector for proper function.